Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that seven years following an intraocular lens (iol) implant procedure, while performing a medical examination, the iol was found to be dislocated and the haptic was broken. The surgeon performed an iol exchange procedure and reported the patient's eye condition is good. Additional information has been requested.